Manufacturer narrative:
Patient information was requested but customer declined to provide.

Event description:
The customer reported multiple error codes that indicate a 35v failure. No patient harm reported.